Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Complaint details: meter is providing results of 70 and 60 after having eaten and alleges that expected results of patient are of 170 after having eaten. Focuses on glucose levels recommended range 70-130 in fast, and less than 180 after 2 h after eating. Prompted the team, neckband and control solution for test control to the strips, but patient refers has no control solution. No further information was provided.